Event description:
It was reported that a power on reset occurred. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. Por for write to locked ram, addr=24af, data=be, on (B)(4) 2011 15:56:48. Patient alert for por on (B)(4) 2011 14:56:48.